Event description:
On (B)(6) 2012, the patient with this ra lead had palpitations,with dizzy feeling and low heart rate. It was believed to be the rise in a capture threshold. Atrial pacing output was increased. Per cardiologist, stop norvacc and get echo along with a bp check in one week. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).